Manufacturer narrative:
Evaluation method: device history record review, history review range from: 05/15/2010 to 05/15/2011. Results: device history record review showed no issues or discrepancies which could potentially relate to the complaint reported. Test cards were reviewed from manufacturing and quality which found that on the attachment strength test and individual minimum value on manufacturing test card was 6.8 lb. And on the quality test card, it was 7.0 lb. In comparison with the requirements on the individual minimum value of 5.8 lb. Conclusions: no conclusion can be drawn. No evaluation will be performed.

Event description:
The event is reported as: during the anterior portion of the procedure, the needle of the capio suture broke off the suture and became lodged within the patient's tissue of the left side. The needle was not retrieved from the patient as the doctor felt it would not cause any harm to the patient. It is reported that there is no complications and that the patient is fine.